Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient experienced bleeding at the sensor insertion site. She was taken to the emergency room (ER) because the bleeding was not stopping and there was a half inch cut into the skin. A ¿gauge¿ (presumed to mean a pressure device) and an unspecified blood clotting chemical were applied and held in place for 20 minutes. The physician then redressed the wound using dermablend liquid bandage. The patient was doing okay at the time of the report. No additional patient or event information is available.